Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varices ligation procedure performed on (B)(6)2020. According to the complainant, during the procedure, the device did not deploy off an elastic band. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2610 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device and the ligator head were analyzed, and a visual evaluation noted that the trip wire was partially rolled in the handle assembly and was secured in the handle assembly slot when received. A crimp was present on the tripwire. The suture was attached to the wire loop and there were seven knots observed. No issues were noted on the suture of the device. The ligator head had five bands attached to it which were moved out of their original positions with some bands damaged. It was noted that the ligator head teeth were bent. The suture hole was observed to be damaged and worn out, indicating the deployment failure. Additionally, no damage observed to the handle assembly and no other issues with the device were noted. The reported event was confirmed. Based on the information available, this failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varices ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device did not deploy off an elastic band. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.